Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. A follow-up report will be sent once the product is received and an evaluation is completed.

Event description:
It was reported that during use of this forceps in surgery, it was noted that a rivet broke. An x-ray was ordered and did not confirm that the broken part was inside the surgical site. To date, there is no report of injury or surgical delay with this event.